Event description:
It was reported that, "holes on the shapematch distal cut block were too posterior according to surgeon."

Manufacturer narrative:
An evaluation of the devices cannot be performed as the device was not returned to the manufacturer. Additional information was requested. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report.